Manufacturer narrative:
Visual inspection revealed dried saline found on the luer and distal end. While manipulating the shaft, electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes and thermistor resistances measured in spec and were typical. Magnetic sensor testing was initially out of specifications due to being magnetized. The tip was demagnetized, and the measurements were then within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were within an acceptable limit. The tip was immersed in saline for approximately 30 minutes; the immersion did not include the bond between the tip and shaft. The impedance between the tip and thermocouple remained electrically open. The device was connected to a metriq pump while the tip was immersed in saline. The pump speed was set to 30ml/min which resulted in an occlusion error. The pump speed was set to 17ml/min which resulted in an occlusion error. The pump speed was set to 12ml/min which to pump was ok with it. Several attempts after pumping 5ml/min and soaking entire distal end in saline for approximately 24 hours were made to clear the lumen and plugged irrigation ports with no success. Occlusion errors were still present when connected to the pump at 17 and 30 ml/min. The device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Ran 2 120 second, 50w ablation with metriq pump set to 5 and 12 ml/min. All results were normal with no error codes or warnings except for the open ring 3. Ere is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the procedure using an intellanav mifi oi, the catheter could not be properly flushed with the pump. After a few tries, it was able to work but, the issue happened later again with higher flow when ablation began. Additionally, the catheter had noise on electrodes 3/4, and it showed low local impedance of 60 ohm in healthy tissue. This was possibly due to too much noise on electrodes 3/4. Changing the catheter solved all the issues, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed dried saline found on the luer and distal end. While manipulating the shaft, electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes and thermistor resistances measured in specification and were typical. Magnetic sensor testing was initially out of specification due to being magnetized. The tip was demagnetized, and the measurements were then within specifications. During functional inspection, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A pressure leak test was conducted, and the device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were within an acceptable limit. During bench testing, the tip was immersed in saline for approximately 30 minutes, and the immersion did not include the bond between the tip and shaft. The impedance between the tip and thermocouple remained electrically open. A metriq pump test was conducted, and the device was connected to a metriq pump while the tip was immersed in saline. The pump speed was set to 30ml/min, which resulted in an occlusion error. The pump speed was set to 17ml/min, which resulted in an occlusion error. The pump speed was set to 12ml/min, and pumping at this speed was successful. Several attempts after pumping 5ml/min and soaking the entire distal end in saline for approximately 24 hours were made to clear the lumen and plugged irrigation ports with no success. Occlusion errors were still present when connected to the pump at 17 and 30 ml/min. Additional electrical tests were performed, and the device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Two 120 second, 50w ablations were ran with the metriq pump set to 5 and 12 ml/min. All results were normal with no error codes or warnings, except for the open ring 3. The distal shaft was dissected and showed ring 3 was broken at the weld. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the procedure using an intellanav mifi oi, the catheter could not be properly flushed with the pump. After a few tries, it was able to work but, the issue happened later again with higher flow when ablation began. Additionally, the catheter had noise on electrodes 3/4, and it showed low local impedance of 60 ohm in healthy tissue. This was possibly due to too much noise on electrodes 3/4. Changing the catheter solved all the issues, and the procedure was completed successfully. No patient complications were reported.